Event description:
The facility had stated that the cartridge damaged the intraocular lens as it was being advanced through the delivery system . The lens was implanted and removed without any injury to the patient.